Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.3 inspection of the endoscope". Visually confirm that there are no abnormal slack, bulges, dents, scratches, holes, or metal wires protruding from the inside of the covering material of the curved part. Grasp the insertion tube lightly with your hand and slide it over its entire length to confirm that it does not get caught. 6, check that there are no scratches, chips, dirt, gaps around the lens, etc. On the lens at the tip. Figure 3.4 7, check that there are no scratches, chips, cracks, etc. In the adhesive on both ends of the covering member of the curved part. Figure 3.5 8, wipe the video connector with gauze, including the electrical contacts. Also, make sure the electrical contacts are dry and clean.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings the evaluation found the complaint was not confirmed and there were no image issues. Evaluation did find that water tightness was lost due to a pinhole on the universal cord and video cable, the bending section cover adhesive was chipped, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the connection between the insertion pipe and the control unit was not secured due to looseness of the insertion pipe, switch# 1 was discolored, the indication on the light guide connector was not correct, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the color tone of the endoeye flex deflectable videoscope was irregular. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the adhesive around the objective lens was peeled. The report is being submitted due to the peeled adhesive found during evaluation.